Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient plasma sample on a cobas 6000 c501 module. The initial na result was 199 mmol/l. The customer questioned the result which prompted them to repeat the sample. The repeat result was 139 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The field service engineer (fse) replaced the tubing in the rinse arm and adjusted the water flow. The investigation determined the event was due to a punctured tube in the rinse arm unit. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.